Event description:
It was reported that the device had flipped over. There was difficulty repositioning in the pump pocket and a surgical revision was done to reposition the pump in the pocket. The patient had no symptoms and recovered without sequela. This device system was used to deliver sufenta and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).